Event description:
Rptr indicated a pt developed an infection at the vns generator site due to vomitus entering the wound. The vns generator was later explanted. Attempts for further info are in progress.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.